Event description:
Event description guidant received information that this left ventricular lead had high thresholds. The lead impedance was greater than 2000 ohms. An x-ray indicated the lead was dislocated.